Event description:
It was reported that oversensing and pacing impedance out of range (> 3000 ohm) were noted on this lead via home monitoring approx. 43 months after the implantation. During a follow-up in office the patient received two inappropriate shocks, not recorded in the device memory. The ICD therapy was switched off and the patient was hospitalized. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 12th of may 2023 and 12th of june 2023 recorded an initial stable pacing impedance of 900 ohms with a rise to > 3,000 ohms on 12th of june 2023. Furthermore, a rv threshold of 0.5 volts with drops to <0.5 volts on may 14, june 3 and june 10 was reported, as well as a stable shock impedance of 75 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.